Event description:
Acute respiratory failure due to pump failure. Staff reported that pt's blood sugar was low. Upon examination, staff noted that the feeding pump did not deliver the amount as dialed. Per staff there was no alarm generated. Staff plugged the equipment to another outlet to ensure that the outlet was not the issue. Staff stated that she waited for 10-15 minutes to ensure there really was a pump failure before reporting the malfunction.